Event description:
This device was returned with oos documentation from biotronik representative david pace. Per oos, this system was removed due to the mrsa infection. The lead tips were removed and sent he hospital pathology department. Lumax 340 hf-t, MDR 1028232-2009-00105. Selox jt 53, MDR 1028232-2009-00107. Corox otw 75-up steroid, MDR 1028232-2009-00108.